Event description:
The device was used during a sigmoid resection procedure. Reportedly, the instrument did not cut. The surgeon resected the application site and applied another device to complete the procedure. The hospital has reported the pt's condition is satisfactory.